Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were feeling electrical shocks in their vagina and buttocks on (B)(6) 2018. The patient mentioned having major back and leg problems from arthritis and herniated disc (unrelated to the device/therapy) and on the afternoon of the 2nd, the patient had put a heating pad on their hip for pain. After about an hour and a half the patient felt severe pain and electrical shocks going down their buttocks and vagina. The patient took the heating pad off and they were in pain all night. The patient turned the ins off. On the morning of (B)(6) 2018, the patient went to their health care physician (hcp) and had an x-ray and they were told they had not done any damage to the interstim. The patient reported the buttocks had swelled. They had lost control of their bowel movement. The patient noted they had to lean over and put pressure to go pee. The hcp told the patient they could turn their ins back on. That afternoon, the patient went to their pain hcp and they did a CT scan/x-ray of their hip. The patient had no fractures or anything. The hcp had stated maybe it could be a stress fracture. The patient came home and their buttocks started to swell and the patient had no feeling there but that the pain was getting easier. It was noted that because the patient could not put pressure on the buttocks to get a stool out, they took some laxatives for several days. The swelling started to go down a little and the patient could have a bowel movement. The patient would have to lean over to pee. The patient was drinking a lot of water and milk of magnesia. The patient went back to their hcp and they did a CT scan and still did not see anything. The patient stated it was just the right side of the buttocks and it was getting a little bit better every day. The patient reported they were still not having control of bowel but thought taking so many laxatives may be causing this. The afternoon prior to this call the patient lost control. They were no longer having electrical shocks. The patient was wondering if the heating pad could have caused this? The patient then stated they also sat on a big electrical heating pad and did not have feeling in their hip to realize it was so hot that it caused a blister on the butt. The patient noted that this was a day or two after feeling the electrical shocks. The patient stated they had no falls. There were no further complications reported/anticipated.